Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information. Review of the recent scrap sheet determined this cutter was scrapped due to producing an incomplete cut. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted

Event description:
It was reported that during testing the device produced an incomplete cut. No adverse event was reported as a result of the event.